Event description:
The following has been reported: nurse reported: nurse was priming infusion--- noted leucovorin was leaking at the top of the cassette on the very right side of the cassette, along the side. Nurse stopped priming it and gave to nm to enter event. I applied tape where it was leaking along the side. A preliminary review identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of an ivenix administration set was returned for evaluation. No defects were observed during visual inspection per the applicable drawing. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was replicated in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. A microscopic examination was performed, and cracks were observed at the secondary port due to an over insertion of the valve activated luer. An underwater leak test was performed, and it was observed that bubbles came from the secondary port confirming the leak. The customer complaint is confirmed. The reported leak could be related to an over-insertion of the secondary port or leak at the primary line due to insufficient solvent. An internal investigation was opened to mitigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record for fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.